Event description:
It was reported that during an implant procedure, the helix of the right ventricular lead was unable to be extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the helix was bent. There was blood noted on the distal electrode and visual analysis found the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.